Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor on the air pen drive device was seized, jammed and moving heavily. It was further determined that the device was not rotating, had leakage and the guide pin on the jumper ring was broken. It was further determined that the device failed pretest for check the attachment coupling, check internal leak tightness, check external leak tightness, and check valve-control in ¿hand¿ position with hand switch. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.